Event description:
It was reported that the patient came into clinic feeling presyncopal. The telemetry strips showed six to eight second pauses in pacing. Provocative maneuvers were attempted, but could not duplicate the episodes. An x-ray was taken to find that the right ventricular lead was not seated correctly in the header of the device. The patient had a revision where the lead was reconnected to the device and both lead and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.